Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was not reported. It was not reported if peritoneal dialysis therapy was ongoing or if the patient was hospitalized at the time of death. It is unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the disposable was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.